Event description:
The device was used during an unspecified procedure. Reportedly, the suture knots became loose. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.